Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that some pins were no longer attached to the mounted drive shaft. No other external damage was observed. The device could not be repaired and was exchanged. The root cause of the reported event is undetermined.

Event description:
It is reported that the motor was not working at all. There was no patient harm or delay reported, and the procedure was completed with an alternate device.